Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device was delivered to them with the sterile packaging compromised leaving the device unsuitable for patient use. There were no patient consequences reported.